Event description:
According to the available information the titan touch was implanted on (B)(6)2018 and revised on (B)(6) 2021 due to impending erosion. Additional information received that the erosion was not from the implant. The patient had another procedure the last time they put an implant in and they didn¿t put a graft in causing the tunica to not close properly.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, patient had impending erosion. Additional information received: erosion was not from implant. The patient had another procedure the last time they put an implant in and they didn't put a graft in causing the tunica to not close correctly. No other adverse patient effects were reported.